Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (412 mg/dl). Customer delivered three correction boluses to treat elevated levels. System check was performed with tandem technical support and the pump performed as intended.